Event description:
It was reported that the patient underwent da vinci-assisted thymectomy for a malignant thymoma on (B)(6) 2022 as part of the sp thoracic clinical study. The patient experienced delayed mild phrenic nerve injury with elevated left hemidiaphragm on (B)(6) 2022. No medical action or intervention was required for the reported event, and was assessed as clavien-dindo grade I. There were no intra-operative complications nor any malfunctions of dv systems, instruments or accessories occurred during the procedure. The patient was described as having a large thymoma in the aortopulmonary window. According to the surgeon, the thymoma did not invade the phrenic nerve, but the nerve was under some traction during dissection. The study investigator assessed the event as related to the da-vinci assisted procedure but not related to the dv systems, instruments or accessories.

Manufacturer narrative:
Based on the information gathered, there is no indication or report that davinci product caused or contributed to the incidents. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported postoperative incident cannot be determined.